Manufacturer narrative:
Device evaluated by manufacturer: the taxus liberte (mr) stent delivery system (sds) was returned. Contrast and blood were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. It was determined that the first distal row of struts were flared out up to 45 degrees. The undamaged portion of the returned stent meets the applicable specification for outer diameter. The manufacturing batch record review for the reported batch confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure stent damage was noted. The lesion being treated was located in the severly calcified and moderately tortuous mid left anterior descending artery. After rotablator ablation with 1.75mm rotablator, the physician attempted to advance the 3x12mm taxus liberte stent delivery system (sds) several times, but the sds did not cross the lesion. The sds was removed outside the body and it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status is listed as good.

Event description:
It was reported that during a stenting treatment procedure stent damage was noted. The lesion being treated was located in the severly calcified and moderately tortuous mid left anterior descending artery. After rotablator ablation with 1.75mm rotablator, the physician attempted to advance the 3x12mm taxus liberte stent delivery system (sds) several times, but the sds did not cross the lesion. The sds was removed outside the body and it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status is listed as good.